Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 3.0x200 mm armada 18 was prepared according to the device instructions for use. It was advanced to the heavily calcified, 85% stenosis in the superficial femoral artery. The armada ruptured at an unknown pressure. Another armada 18 was used to complete the procedure. There was no adverse patient sequelae or clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that the armada 18 device ruptured at 8 atmospheres with the first inflation. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.